Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump battery compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
The pump was returned and evaluated by product analysis on 09/24/2016 with the following findings: during a visual inspection of the pump, the battery compartment was confirmed to be cracked in two places. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored. Additionally, the bolus button was unresponsive to user presses. The bolus button cover was removed, and damage due to moisture was found on the button contact. The pump case was removed, and no further evidence of moisture ingress was found.